Event description:
The manufacturer received information alleging a test step had failed during preventative maintenance on a trilogy 202 device. There was no harm or injury reported. The customer placed a service call to the philips helpdesk for this issue. A philips remote service engineer (rse) assisted the operator on this issue. The customer informed the philips rse that a third-party vendor was performing the preventative maintenance on the device when one of the test steps had failed on the device. The customer informed the philips rse that according to the third-party vendor, the oxygen blending module is needed for this device. The device's oxygen blending module board would need to be replaced to address the issue.